Event description:
The customer called and reported experiencing high blood glucose up to 400 mg/dl. Customer stated, she unsuccessfully attempted to correct and upon changing out the set, her blood glucose finally came down. On the day of this report, the customer's blood glucose was 385 mg/dl, and she was experiencing a similar issue. Customer stated, she thought, she saw air bubbles in the reservoir but primed them out. The customer then declined to troubleshoot, stating her blood glucose was coming down and she would monitor it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-71747 regarding this event.